Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which were reproduced during evaluation by troubleshooting the device. Downstream occlusion messages were verified through a review of the event history log and found to be caused by an out of specification downstream sensor calibration reading. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.